Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for this product line caution the user that tumor impingement may prevent the stent from immediately achieving its maximum diameter. If the stent has not fully expanded, this may contribute to introduction system removal difficulty, as observed. After stent placement, the user is instructed to introduce the endoscope and advance to the upper margin of the stent to endoscopically confirm position and patency of the stent. The instructions caution the user not to introduce the endoscope into the stent as displacement may occur. Prior to distribution, all esophageal z-stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following info was provided by the cook area rep based on comments made by the user: dilation of a 5 cm stricture had been completed prior to deployment of the stent. Resistance was not encountered when advancing the wire guide, introducer, and stent into position for deployment. The stent was placed at the gastroesophageal junction. The stent was deployed and the user encountered resistance in removing the introducer. The endoscope was advanced through the inner lumen of the deployed stent (this is against the instructions for use). The windsock valve (ie reflux valve at the end of the stent) bunched up at the distal end of the stent. The physician used forceps to reposition the valve into position. There was no damage to the valve as a result of the repositioning. There was no harm to the pt due to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.